Event description:
It was reported that the customer had high blood levels (300+ mg/dl). Customer reports that she does not believe the pump is the cause of her high blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.